Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The device history record was not reviewed as the lot number was not available. Trending analysis by lot number could not be performed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. It is unlikely that there was an issue with the unit as the cycle completed and subsequent indicator strips changed appropriately. The assignable cause is likely attributed to user-error as the customer did not follow storage or procedural instructions for use (IFU). The customer was informed to follow always the IFU. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad(tm) chemical indicator strip did not change color correctly after a completed sterrad(tm) 100s cycle. The customer stated "ultra system" trays were used and two chemical strips were placed in each corner of the tray. The customer was informed asp currently has not approved "ultra system" trays for use in the sterrad(tm) units and to follow the device manufacturer's instruction to process the device. The customer was also informed one single strip should be placed in the center of the tray so it is not obstructed by anything inside the tray. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad(tm) chemical indicator strips not changing color correctly.